Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. It was noted that blood had entered the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2024-00502.

Manufacturer narrative:
Complete initial report name: (B)(6). Event site postal code: 10120. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. **UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).